Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement of greater than 2000 ohms on this right ventricular (rv) channel. The health care professional had called in for assistance with having the pacemaker device into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system for MRI compatible and all lead measurements were currently within normal range. The boston scientific representative had called back confirming the exit of MRI mode and stated that most recent lead impedance testing was within normal limits. The device appeared to be functioning as programmed and this rv lead remains in service. No adverse patient effects were reported.